Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibia cemented, cat#: 42532006701, lot#: 63043485; persona ps articular surface, cat#: 42512400510, lot#: 63032666; persona ps standard femoral, cat#: 42500606201, lot#: 63026364; patella reamer blade with pilot hole, cat#: 00597909532, lot#: 63057949; headed screw 48 mm length single use only, cat#: 00579104100, lot#: 63154905; headed screw 48 mm length single use only, cat#: 00579104100, lot#: 63144653. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05503-1, 0001822565 - 2017 - 05509 - 1, 0001822565 - 2017 - 05508 - 1, 0002648920 - 2018 - 00146, 3007963827-2018-00028. Product location is unknown.

Event description:
It was reported patient is experiencing pain nineteen months after a left knee arthroplasty procedure.